Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 1 year, 10 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient experienced low speed advisory alarms. The patient was reportedly asymptomatic. A log file reviewed by the manufacturer's technical services representative contained multiple low speed advisories and pump stoppages that occurred while the lvad was connected to the power module. The patient was provided with an ungrounded power module patient cable. The patient was seen in the clinic on (B)(6) 2016 with no re-occurrences of low pump speed or pump stoppages. It was reported that the patient will be kept on the ungrounded power module patient cable and will be evaluated on their next visit in approximately 4-6 weeks.

Manufacturer narrative:
The device remains in use supporting the patient and was not available for evaluation. However, analysis of the submitted system controller log file confirmed the report of low speed advisories and pump stoppages while the device was connected to the power module. Based on the manufacturer's past experience and similar reported events, the alarms that occurred could be indicative of driveline damage. No further issues have been reported since the patient was provided with an ungrounded patient cable for use with the power module. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.